Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the third party service center, the device failed an o2 low flow repair test. The technician replaced the active exhalation control module valve to address the issue. The device was retested and passed all testing. Additionally, it is noted by the technician that a non-reportable check circuit error code was found in the device's error log. The tubing was reconnected to resolve the error. The rubber feet and handle were replaced as well.